Manufacturer narrative:
Several possibly affected units with serial numbers: (B)(4). Manufacturing date of these three units is 12th and 17th of september 2008 and 25th of may 2008 livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication livanova (B)(4) learned that since the surgery occurred in 2015 it is unlikely that the unit were cleaned according to the new IFU. We have no confirmation that no one of the unit listed in this complaint was actually contaminated. These units are not in use anymore and the devices were decommissioned. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report indicating that a patient was diagnosed to be infected with m. Chimaera. Patient reportedly underwent open heart surgery in (B)(6) 2015. Livanova (B)(4) received the information, that the patient was hospitalized and was in a severe condition. Follow up communication is indicating, that the patient might have died, which never could be confirmed.